Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the digital prophecy team received a CT scan indicating that the patient may require a revision surgery, the reason for the revision surgery is, the tibial tray is loose and needs to be revised to either an invision or inbone. Additionally, the patient developed avn of the distal tibia."